Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0adtp, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# va08klm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that one of the original leads was in the wrong place so the patient still experienced shaking. Once the lead was replaced, the shaking was resolved. The health care provider (hcp) told the patient that she has a brain of a (B)(6) as the skull built bone around the leads; bone was removed to put the other lead in place. The patient noted that weird things would happen if stimulation was turned up too high such as ¿the face going to the left and causing eyes to do weird things¿. Following the lead replacement, the patient reported her vision was corrected in her left eye. The patient noted she is taking vitamin c and magnesium. If additional information is received, a follow-up report will be sent.